Event description:
The user facility reported a 73-year-old male of unknown race noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, the patient had ventricular tachycardia (vt). The pump was found to be in the aorta, and it was repositioned. Additionally, the patient had low platelets. The patient received one unit of blood products. Furthermore, the sterile sleeve tore at the proximal end near the lock. The staff was repositioning the pump and there was not any slack given to the sterile sleeve and it ripped. Moreover, the pump was found in the aorta so, the patient was brought to the operating room. The pump was explanted. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the product damage, thrombocytopenia, positioning issue, and the ventricular arrhythmia has been completed. No product was returned for investigation. During repositioning the clinical mentions that no slack was given causing the sterile sleeve to rip. The root cause of the product damage sterile sleeve damage was most likely use related. The root cause of the positioning issues was not determined since product was not returned and there is a lack of clinical details. The root cause of the thrombocytopenia was not determined due to insufficient clinical details. The root cause of the ventricular tachycardia could not be determined without additional clinical details. Added-b5 mso review f6/f8 should have been left blank in the initial report.

Event description:
It was reported that the patient expired after care was withdrawn. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.